Event description:
Hill-rom received a report from the hill-rom technician stating the nurse call would not send a call. The bed was located in the shop at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this info, no further action is required.